Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as event one of b. Braun melsungen ag internal report #(B)(4). We received one used, empty easypump ii lt 270-54-s without packaging. The provided sample was subjected to a visual examination. Damages that would lead to a malfunction were not detected at the sample. In addition, the sample was taken to a functional test respectively a leak test was carried out. Therefore the pump was filled up to the nominal volume (270 ml) with nacl 0.9 %. After starting the pump, the pump did work immediately (solution was running). Leakages were not detected at the sample. Furthermore the flow rate of the pump was tested. Nominal: 5 ml/h actual: 8.1 ml in 1 h; 15.6 ml in 2 hrs; 127.7 ml in 24 hrs. The decisive value to evaluate the flow rate will be measured approximately at the half of the pump running time. These values are within the specification for the inspected sample. The flow rate of the inspected pump is within our specifications. A too fast flow at this pump (as described by the customer) could not be determined. Device history record (DHR): reviewed the DHR and no abnormality observed during in process and at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in turkey): event 1 fast flow